Event description:
The customer contact reported air in the tubing distal to the filter. The tubing set was being used to deliver an unspecified volume of tpn via a gemstar pump. After the tubing set was primed using the gemstar pump, the male adapter of the tubing set was connected to the patient's IV catheter and the tpn delivery was initiated. After an unspecified length of time in use, it was reported that an unspecified volume of air was noted in the tubing distal to the filter. No air was delivered to the patient. The homecare pt replaced the tubing set and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The lot number of the device that was in use is unk. The customer contact identified two possible lot numbers. The possible lot numbers are 891105h and 901665h. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).